Manufacturer narrative:
(B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (510k): device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was performed for part # 04.027.052s, lot # l337780: manufacturing location: (B)(6), manufacturing date: 14. Mar.2017, expiry date: 01. Mar.2027: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the proximal femoral nail antirotation-ii (pfna-ii) surgery performed on (B)(6) 2017, when the surgeon inserted the 85mm helical blade in femur neck, the blade could not lock. He tried many times but he was not able to lock the blade. Finally, after 2-3 attempts he removed the blade and changed it with 90mm blade. The procedure was successfully completed. Surgery was delayed for twenty-five (25) minutes. It was reported that the additional intervention was required. No information about patient outcome. Concomitant device: nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) pfna-ii blade. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product investigation was performed. The pfna-ii blade l85 tan (04.027.052s / l337780) was received for investigation. Upon visual inspection, the surface is showing signs of usage, on the tip one (1) of the four (4) lips are showing some damaged, furthermore we have received the blade in an unlocked condition. Otherwise the part is in a good condition. A device history record (DHR) review was performed for the affected lot, 40 parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in march 2017. During investigation, a functional test was performed, the blade passed the functional test. As the blade is fully functional, the complaint is unconfirmed and no further investigation will be done, as material and dimension evaluation. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Hospital contact phone: (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 11.sep.17 "surgery prolonged" to be added to complaint. Concomitant part: 1x unk nail, part/ lot unknown. Answer to 3rd request received, for details see (B)(4).